Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred on (B)(6) 2011 at 1:30pm. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and denied making any changes to her normal diabetes management routine in response to the reported issue. Approximately four to five hours after the alleged product issue occurred, the patient claimed to have developed symptoms of feeling 'shaky, sweaty, and dizzy' but denied receiving any treatment in response to these symptoms. During the troubleshooting, the cca determined that the batteries needed to be replaced. No replacement products were sent to the patient. Although the patient denied receiving any medical treatment after the alleged product issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.